Manufacturer narrative:
Product investigation is in progress.

Event description:
Leaving cotton behind- vagina [foreign body in reproductive tract] . I pull out the used one, it's leaving cotton behind [complication of device removal] . Leaving cotton behind- tampon [device breakage] . Case narrative: consumer reported via phone that cotton was left inside during removal. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Leaving cotton behind- vagina [foreign body in reproductive tract]. I pull out the used one, it's leaving cotton behind [complication of device removal]. Leaving cotton behind- tampon [device breakage]. Case narrative: consumer reported via phone that cotton was left inside during removal. No serious injury reported.